Manufacturer narrative:
The pump had a stripped battery cap coin slot, cracked battery tube threads, a broken belt clip slot and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced damage and loose drive support cap. The customer's blood glucose reading was unknown. The customer stated that she had a hard tie screwing off the battery cap. The customer stated that the drive support cap was protruded. The insulin pump was returned for analysis.